Manufacturer narrative:
(B)(4).

Event description:
It was initially reported the pt had spinal hardware which was being explanted due to the presence of an infection. The pt also had a pump system, the hcp planned on "saving" the pump but removing the distal portion of the catheter as it would likely be damaged when removing the spinal hardware. It was later reported the pump contained lioresal. During surgery on (B)(6) 2011, the spinal segment of the catheter was cut and a segment remained in the spine. The pump was programmed to minimum rate mode and remained implanted. The pump segment of the catheter was tied off and remained attached to the pump. The goal was to maintain the pump and re-attach a new spinal segment catheter after the infection resolved. As of (B)(6) 2011, the pt was stabilized. A f/u report will be sent if add'l info becomes available.